Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 35 mg/dl. The customer was released from the hospital, and the next night he was hospitalized again for low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer reduced the basal rates by 50% due to the low blood glucose levels. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.